Manufacturer narrative:
(B)(4). The following information was requested, but unavailable. Product code and lot number? It was originally reported that the ¿nodes don¿t hold.¿ please clarify what is meant by the nodes don¿t hold. Were the sutures observed to be broken in two separate pieces post-operatively? Did suture knots untie post-operatively?

Event description:
It was reported that a dog underwent an enterotomy to remove toy debris on (B)(6) 2016 and suture was used. It was reported that the nodes did not hold and the knots untied postoperatively.